Event description:
Patient with known history of arrhythmogenic right ventricular dysplasia and multiple episodes of ventricular tachycardia presented for elective replacement of an implantable cardioverter-defibrillator generator. Several years after the original device implant, she underwent a dual-chamber implantable cardioverter-defibrillator generator change. During the pocket revision, the old device was extracted using blunt and sharp dissection and it was noted that the right atrial lead was found to be fractured. The subclavian vein was accessed to remove the lead and replace a new one. The outcome of procedure was the successful replacement of the right atrial lead and successful pocket revision.what was the original intended procedure?elective replacement of implantable cardioverter-defibrillator generator.